Event description:
It was reported the pt had not used her scs system in approximately two years. Subsequently, the scs system was explanted per the pt's request.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.